Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The first device locked on to the cystic duct. The device was pulled off the duct and the duct was torn. A second device was pulled, and on the second or third firing the device locked on the cystic duct and locked in placed again. This one was cut off the duct. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.